Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user ran out of insulin while away from home, experienced prolonged hyperglycemia, performed a full supply change and reconnected, then consumed a dinner meal without announcing it while the pump continued dosing for a high reading; subsequent cgm and fingerstick values were approximately 380¿399 mg/dl. Symptoms included hyperglycemia without dizziness, loss of consciousness, or diabetic ketoacidosis. Outcomes included no medical intervention, no hospitalization, no ketone testing, and no use of backup therapy. Investigation included customer care troubleshooting and education focused on timely issue recognition, supply change guidance, verification of insulin delivery, and reinforcement of meal announcement practices. Investigation of this case revealed user-related factors including running out of insulin and a missed meal announcement, with no evidence of device malfunction or alarm activity. It was concluded, based on previously established findings for similar reports, that the cause was user error related to therapy management and missed meal announcement.